Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector type to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Esophageal dilation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."

Event description:
Health professional reported the removal of a lap-band system due to "very dilated esophagus."